Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm during the manual prime and stated that the insulin pump was stuck in the rewind sequence. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 165 mg/dl. No further information reported.

Manufacturer narrative:
The insulin alarmed during the basic occlusion test due to protruded loose drive support disk. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.